Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported difficulty performing air aspiration and identified that there was a leak at the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that air aspiration was being performed on the armada 18 dilatation catheter prior to use and air kept being aspirated out as if there was a hole in the device. This was performed four times with the same result. This device was not used on the patient. Another armada 18 was used to complete the procedure. No additional information was provided.